Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis revealed low battery voltage and high current drain. The cause of the high current drain was leakage in the battery filter capacitors.